Event description:
The lens box was returned without any previous allegation and there was a note in the box that stated lens removed from pt's eye. The surgeon inserted a toric silicone lens model aa4203tl and the lens tore during insertion. The lens was inserted and removed without pt injury.